Event description:
A ventilator was evaluated by a third party field service engineer. There was no harm or injury reported. During the evaluation of the device by the third party field service engineer, "service required" codes were found in the ventilator's downloaded error log. The device's system board and oxygen blending module assembly need replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and "service required" codes were found in theventilator's downloaded error log. The device's system board and oxygen blending module assembly need replaced to address the issues. The device's display interface board was also replaced to address the issue.